Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, the tip of the sensor guidewire detached inside the patient while attempting to gain access to a stone. The detached portion of the wire was retrieved using forceps. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, the tip of the sensor guidewire detached inside the patient while attempting to gain access to a stone. The detached portion of the wire was retrieved using forceps. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned sensor guidewire revealed that the distal tip of the wire, approximately 2 centimeters, was detached and sections of the coating had peeled along the body. The investigation determined that the separation of the core wire occurred due to heat generation higher than the melting point of the metal material of the corewire.